Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30523495m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi), superior vena cava (svc) and cavo-tricuspid isthmus (cti) ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter. The patient suffered a cardiac tamponade. The event was reported as a cardiac tamponade. Effusion was slightly confirmed compared to before the procedure. Prior to noting the cardiac tamponade, ablation was performed. The event occurred after pvi, svc, cti. After the procedure, echoes were confirmed many times, and follow-up. There was no particular change in blood pressure, which was confirmed by body surface echo after the procedure, and since there was no sudden increase, the patient is follow-up. According to the physician, it was not due to a problem with the catheter. The contact became strong when ablation was conducted on the svc. There was no evidence of a steam pop. There is no information about the hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.